Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 04-oct-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced a cardiac tamponade that required pericardiocentesis. The device evaluation was completed on 13-oct-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician's opinion on the cause of this adverse event was the procedure. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced a cardiac tamponade that required pericardiocentesis. After the procedure was completed, the patient moved at the timing when the thermocool® smart touch® sf bi-directional navigation catheter was to be removed. Echocardiography confirmed cardiac tamponade. Drainage was performed. No problem with the blood pressure. Contact force (cf) monitoring methods was dashboard and vector. Complaint also reports poor pacing. No unintentional pacing was detected. The pacing attempted at the time of the problem was not urgent. Additional information was received on 14-aug-2023. Adverse event was discovered post use of biosense webster, inc. Products. Ablation was performed prior to noticing cardiac tamponade. No steam pop observed. The pacing leads were connected to primary pacing port. The carto did not allow pacing from the map catheter 1-2 and ablating at the same time. It was planned pacing, not emergent. There was no unwanted pacing being delivered. The event occurred after the procedure was completed. When the other company's coronary sinus (cs) catheter was withdrawn from the patient's body, the patient got moved and the cardiac tamponade was confirmed with echocardiogram. Additional information was received on 17-aug-2023. No abnormalities observed during or prior to use of the product. Physician's opinion on the cause of this adverse event was the procedure. The issue occurred when the patient moved while retrieving a snake catheter used as a cs catheter from the patient's body. The thermocool® smart touch® sf bi-directional navigation catheter was outside the body at that time and the physician believes that no causal relationship with the biosense webster, inc. Product. Pericardial drainage was provided. The patient fully recovered. The patient has been discharged from the hospital. The discharged date was (B)(6) 2023. The patient did not require extended hospitalization. Parameters for stability used were maximum 5mm, time 3, fot 25% 3g, tag 2mm. Additional filter used was fot. Ai was 300-500. Color options used was tag index. Flow settings of irrigated catheter was pre 2 seconds, post 5 seconds, during ablation 8-15 ml/minute. Transseptal puncture was performed with rf needle (japan lifeline). After the procedure completed. When the other company's cs catheter was withdrawn from the patient's body, the patient got moved and the cardiac tamponade was confirmed with echocardiogram. No pacing problems occurred. The pacing issue reported was assessed as non MDR reportable. Since the adverse event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious. Even though the physician believes that no causal relationship with the bwi product as the thermocool® smart touch® sf bi-directional navigation catheter was outside the body when the cardiac tamponade was noticed, we cannot exclude the possibility of the ablation catheter contributing to the cardiac tamponade as ablation did occur prior. Therefore, this adverse event is conservatively reported under the thermocool® smart touch® sf bi-directional navigation catheter.